Event description:
Rayner intraocular lenses limited identified a case of iol opacification involving a rayner t-flex aspheric 623t iol in a paper titled 'intraocular lens opacification after corneal endothelial keratoplasty: electron microscope and x-ray element spectroscopy analysis'. "An (B)(6) man presented with blurred vision in the right eye caused by cataract the fusch endothelial dystrophy the right-eye cdva was 6/60. Phaco-emulsification and iol implantation (623t, rayner intraocular lenses ltd.) Were performed. The iol was hydrophilic acrylic and was manufactured form rayacryl a proprietary copolymer of 2-hema and pmma with ethylene glycol dimethacrylate as a cross-linking agent. The cdva improved but within 16 months post surgery decreased to 6/60 again because of endothelial failure. Descemet-stripping automated endothelial keratoplasty was performed in the right eye using the method in case 1. Within 1 month, the cdca improved to 6/6. After another month, however, anterior surface opacification was noted and cdva was 6/9. At last follow-up 2 years later, the opacification had remains stable and asymptomatic and the cdva remained 6/9".

Manufacturer narrative:
Rayner has contacted the first author of the paper in order to obtain further information on the report of iol opacification involving a t-flex aspheric 623t iol. The first author has now left the healthcare facility where the event occurred and is awaiting consent from the hospital to release additional information. The paper states that the pt has fuchs endothelial dystrophy. The rayner IFU contraindicates corneal decompensation and endothelial insufficiency.